Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device at end of service (eos) was returned for analysis. Final analysis revealed high current drain, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. The high current condition could not be reproduced, and no other anomalies were found.